Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date is not available. The device was not return for evaluation.

Event description:
The customer reported the potentiometer was sheared off the unit. A replacement potentiometer was issued. Patient involvement is unknown.